Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery alarms and also experienced high blood glucose level of 420mg/dl. The customer was assisted with troubleshooting for the high readings. The customer treated with the insulin pump. Customer's blood glucose value was 356mg/dl at the time of the call. Customer reported that the high blood glucose levels has been recurring the whole year. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The insulin pump was able to complete rewind. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.